Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that buttons were stuck, sometimes it works and sometimes it¿s not. The customer¿s blood glucose value was 250 mg/dl. The customer stated that insulin pump alarmed no delivery error, she just changed reservoir and infusion set but she had problem with act and esc button. Assisted customer in performing a 5.0 unit fixed prime. Customer stated that the insulin exited. The time was advances. Customer was advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.